Event description:
Same case as manufacture# 6000093-2005-00713, 6000089-2005-00779. It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty and a dissection was encountered. The physician had successfully deployed one cypher and two taxus express2 drug eluting stents in the left anterior descending (lad) coronary artery. He then turned his attention to the 3rd obtuse marginal branch of the circumflex (cx) coronary artery, and using the same 6f mach1 vl3.5 guide cathetrt and stabilizer guidewire was unsuccessful in his attempts to cross it. He subsequently successful crossed the moderately tortuous 2nd obtuse marginal branch of the cx in an attempt to treat a heavily calcified and 75% stenotic target lesion. The physician planned to direct-stent the lesion with a taxus express2 - 3.0 x 32 mm drug eluting stent, but was unable to cross it with the taxus stent delivery system. He subsequently predilated the lesion with a 3.25 x 15 mm quantum balloon inflated to 8 atms for 20 seconds, but the second attempt to cross the lesion with the taxus stent delivery system was also unsuccessful. The physician delivered bhw as a buddy wire, however, the taxus stent again was unable to cross the lesion. After a second predilation inflation to 8 atms for 20 seconds with the 3.25 x 15 mm quantum balloon, the physician was able to successful cross the lesion with the taxus stent delivery system on the bhw guidewire. The taxus express2 - 3.00 x 32 mm drug eluting stent was successfully deployed at 10 atms for 20 seconds and pushing the stent delivery system. In assessing the lesion after intervention, the physician noticed a distal edge dissection which he did not believed was a complication of using the taxus stent. The dissection was covered with a liberte 2.75 x 8 mm stent, but residual waist was noted, and was unable to be opened despite attempts with two quantum 3.0 x 20 mm balloons which were inflated up to 30 atms (and subsequently ruptured). Ivus was performed and a second edge dissection was noted proximal to the taxus stent. A liberte 3.0 x 16 mm stent was deployed at the ostium proximal tothe taxus stent. Several post-dilatation inflations with the liberte balloon were performed at 24 atms and the physician was satisfied with the results. No further patient injury or complications were reported. Further intervention on the right coronary artery lesion was scheduled for another day. Current patient status is reported to be "satisfactory/good".